Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method - pt selection - (B)(4). Device #1: part #12673-03, lot #86031-6h indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #2 issue: failure to deploy-suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of "left aortofemoral graft limb" after an interventional procedure. Reportedly, the device failed to deploy suture. The device was removed and a second proglide device was attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.